Manufacturer narrative:
It was reported that, after a thr had been performed, the patient experienced an unspecified adverse event, a revision surgery took place to address a potential dislocation. The insert (75003545 - bicon-plus pe insert std 3/28 non-cem) and an unknown ball head were changed. The devices intended for use during treatment were not returned for investigation. Therefore, an appropriate investigation could not be conducted and the reported failure mode not independently be confirmed. A review of the complaint history of the bicon insert revealed no additional complaint for the batch in question. The complained device was manufactured in 1993. Due to the age of the device only parts of the DHR could be identified. However, based on the age of the device and the fact that there are no additional complaints for the batch in scope, it is concluded that a manufacturing or material related issue could not have contributed to the reported case. The IFU (lit. No. 12.23 ed) lists dislocation as a known possible side effect resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue for the bicon insert. A medical investigation was conducted. No operative reports were provided. Based on the analysis of the pre-revision and post revision x-rays it was confirmed the post revision components are not sitting as deep within the cup as prior to revision. It cannot be concluded that the reported events were associated with a mal-performance of the implant. The patient impact beyond the revision and expected transient post-op convalescence period could not be determined. Based on the conducted investigation and available information the root cause cannot be determined. However, based on the provided x-rays the initial implant selection cannot be ruled out as a contributing factor to the potential dislocation and revision. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. The complaint will be reopened should the devices or additional information be received.

Event description:
It was reported that a revision surgery took place to address a potential dislocation. The insert and ball head were changed. No patient harm was reported. And no further information was provided upon request.

Event description:
It was reported that, after a thr had been performed, the patient experienced an unspecified adverse event. A revision surgery took place to address a potential dislocation. The insert was exchanged. The patient outcome is unknown.